Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during basal delivery. The customer reported a blood glucose level of 115 (mg/dl). The customer performed troubleshooting prior to contacting tandem technical support and therefore declined to remove their site for inspection.